Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis as the device has been discarded by the hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation of g7 finned shell the surgeon noted the shell is loose upon insertion. He tried to secure it with screws but this did not help. A g7 oseoti shell of the same size was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.